Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 1.0ml 31ga 8mm ufii needle broke. The following information was provided by the initial reporter :   the consumer reported that the needle broke off in the vial when drawing insulin and was removed from vial. Date of event: (B)(6) 2021. Sample: yes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-24. H6: investigation summary: customer returned (2) 1ml bd insulin syringes in an opened polybag from lot# 0342349. Consumer reported when he was drawing insulin he pulled back on syringe to remove from vial, and the needle broke off in vial; also stated, he was able to remove the needle from vial. The returned samples were examined, and it was observed that 1 syringe exhibited a separated cannula with no adhesive in the glue well. Adhesive splatter was observed near the barrel tip. Also, the separated cannula was found inside the barrel of the syringe ¿ based on the customer¿s report, the customer likely placed the separated cannula inside the affected syringe barrel for sample delivery. A glue bead was observed attached to the cannula. The other syringe did not exhibit a broken or separated cannula, or adhesive splatter. This sample was tested for point geometry, outer diameter and lube coverage (specs: outer diameter for 31g cannula: 0.0100¿- 0.0105¿), and it was observed that the cannula point was good, the outer diameter measured within specification at 0.0102¿, and the lubrication was sufficient. A review of the device history record was completed for batch# 0342349. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure (cannula separates, adhesive splatter). H3 other text : see h10.

Event description:
It was reported that 1 bd syringe 1.0ml 31ga 8mm ufii needle broke. The following information was provided by the initial reporter :   the consumer reported that the needle broke off in the vial when drawing insulin and was removed from vial. Date of event: (B)(6) 2021. Sample: yes.